Event description:
Patient called in to report service required error code r2018(r-wave signal integrity error),r2013(mcu software update error) &r203c(hub device error). Customer care troubleshooted by rebooting the system but was unable to resolve the issue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection. Kmt engineering evaluated the returned therapy cable and observed that the reported issue is most likely caused due to cable damage resulting in intermittent failures. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to monitor and trend service code issues for failure modes.